Event description:
It was reported that the patient came to the surgeon's office complaining of broken squeaking right hip. The alumina liner was revised to mdm liner and head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding audible noise involving a trident liner was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that the patient came to the surgeon's office complaining of broken squeaking right hip. The alumina liner was revised to mdm liner and head.